Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2014 during surgery the guide could not position correctly at the distal side hole of the plate. The locking screws could not be locked, although the surgeon made several attempts at fixing the drill guide. Another plate was used to finish the surgery without any further issues. It was reported that the procedure was extended 30 minutes and finished successfully with no reported patient harm. This report is for an unknown trauma device. (B)(4).

Manufacturer narrative:
This report is for an unknown trauma device. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.